Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm test reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the first firing second stroke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.